Manufacturer narrative:
Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The examination of the submitted computer tomography angiography (cta) scans showed a compression of the outflow graft underneath the outflow graft bend relief. It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to stenosis of the outflow prosthesis. There was a space consuming mass around the outflow graft which was revealed by a computed tomography (CT) scan. The patient was scheduled for an operative revision on (B)(6) 2021. After the removal of the kink protector, a jelly-like substance was found and removed. The patient was discharged on (B)(6) 2021. Two sets of log files were submitted for review. The first log file contained data from (B)(6) 2021 at 00:42:54 through (B)(6) 2021 at 14:38:44, per the timestamps. The patient experienced multiple low power advisory and power cable disconnect alarms. The second log file contained data from (B)(6) 2021 at 23:49:41 through (B)(6) 2021 at 11:33:18, per the timestamps. The pump power, and flow increased slightly over the duration of the log file, after the jelly like substance was removed. Additional information was received from the customer stating that the patient visited the outpatient clinic and mentioned that he was experiencing a general decrease in his general condition. At the end of august, the patient¿s lvad parameters were inconspicuous. An echocardiogram (echo) showed a more dilated left ventricle (lv) compared to prior diagnostic tests and the aortic valve was opened. Pump parameters had not changed since last time. On (B)(6) 2021 the patient¿s left ventricular end diastolic diameter (lvedd) was about 68mm with 5600 rpm. The patient¿s atrioventricular (av) opened regularly. A CT-scan was performed on (B)(6) 2021. Although the log files were ok at the time, a second set of log files showed a slight decrease in flow and power and a slight increase of pi from (B)(6) 2021 to (B)(6) 2021. Unfortunately, no surgical pictures were taken by the clinic. However, the CT scans showed a compression of the graft lumen of nearly 50%. According to the vad-coordinator no twist was found but a jelly tissue formation between the graft and bend relief was confirmed. After surgery, the pump parameters increased slightly, and the patient was discharged mid-september in stable conditions. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The hm3 lvas instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to stenosis of the outflow graft with a space-consuming mass compressing the outflow graft lumen nearly 50% revealed by CT scan. The patient underwent operative revision on (B)(6) 2021. After removal of the kink protector no twist was found in the outflow graft but a jelly-like substance was found between the graft and bend relief that was removed. There was a slight decrease in flow and power and a slight increase in pulsatility index (pi) from (B)(6) 2021 to (B)(6) 2021. The patient was stable and discharged home on (B)(6) 2021.